Event description:
It was reported that the customer was hospitalized for lbgs. Prior to the event, the customer was shoveling snow and the customer was not disconnected while rewinding or priming the pump. It was indicated that an error alarm had occurred. At that time, the customer was told that the pump will be replaced. The customer was educated on the importance of disconnecting during a rewind and a manual prime.